Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump's black box data indicated one cs 064 call serivce alarm was recorded. During investigation, the pump emitted a cs 064 call service alarm while performing the rewind, load, and prime sequence. The pump was not able to be exercised for 24 hours due to the recurring alarm. The pump cover was removed and moisture was observed on the motor flex and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.